Event description:
Customer reported that the insulin pump's battery compartment was damaged. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and broken battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.